Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the stored electrograms (egms) a ventricular pace was observed at the very beginning of the ventricular arrhythmia and it was therefore speculated that the right ventricular (rv) lead could have triggered the arrhythmia. The lead remains in use. No further patient complications have been reported as a result of this event.